Event description:
The customer reported, that the device failed testing. The unit's rfu indicator displayed a solid red x and the unit made a chirping noise.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.